Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. The event code is addressed in the package insert. This report will be updated when the investigation is complete. This event occurred in (B)(6).

Manufacturer narrative:
(B)(4). Part/lot number pha0-1234/127504523; original surgery date (B)(6) 2009; manufacture date 12/21/2007. This event occurred in (B)(6).

Event description:
Allegedly revised due to a broken component.